Event description:
Caller reported a tandem mobi cartridge alarm during the load process, but there was no adverse impact to the customer's blood glucose level. Cts confirmed the cartridge alarm and instructed the caller to remove the cartridge and deliver a 9-unit bolus, which completed successfully, although the original cartridge could not be reloaded. Attempts to load a new cartridge were unsuccessful as the alarm recurred. Consequently, cts decided to replace the pump and original cartridge, advising the caller on backup therapy, software updates, and return procedures. A replacement pump was sent to the caller with further instructions on handling and setting up the new device.